Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The service manual confirmed that the possible causes in the absence of endoscopic images (inside the mask) were as follows: (refer to the service manual, p. 4-85). ·poor scope/camera head ·poor cv-190 ·when an integrated scope does not produce endoscopic images ·poor cr board ·poor dp board ·poor lvdsu ·poor cr-dp flat cable ·defective converter ·when the camera head /cv front panel connecting scope does not produce endoscopic images ·poor ap board ·poor dp board ·defective rear board ·poor ap-dp flat cable ·defective converter ·poor scope cable ·poor clv-190 ·poor light source cable olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation was not able to replicate the no image issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system had no image. The issue was found during preparation for use in an unknown diagnostic procedure. The patient was not under sedation and there were no delays. The facility finished the procedure with another device. There were no reports of patient or user harm associated with this event.